Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during rewind due to motor encoder signal out of phase. They were unable to perform the displacement test or motor position encoder error due to the motor error alarms. The pump had cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot with adhesive on the belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 120 mg/dl. The customer had an MRI but the pump was in a different room. The drive support disk was normal. They were unable to rewind the pump. Troubleshooting was not able to resolve the issue. The device was returned for analysis.